Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus adapter/connector defective /damaged the following information was provided by the initial reporter; the inpatient in the department of cardiac and vascular surgery used an intravenous indwelling needle for infusion, and after the nurse completed the indwelling needle (y-shaped) operation, she found that one of the two connectors was not working, and the other interface could be used normally.

Event description:
No additional information provided

Manufacturer narrative:
1. Complaint description: after the nurse completed the operation of inserting the indwelling needle, she found that one of the two connectors was blocked 2.DHR/bhr review: (1)the batch number of the complained product is 3136527, is 24g and product code is 383862, produced on 2023/06, with a total of (B)(4) pieces in this batch; (2)the q-syte batch number used in this batch of products was 2286238/2286241; (3)the prn batch number used in this batch of products was 3138415; (4)inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (5)check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 3. The customer did not return any samples or photos, cannot confirm the specific defect status; 4.take the retained sample of this batch for occlusion test, q-syte and prn fuction test , and no abnormality was found. Test report refer to attachment 1; 5.the history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, no abnormalities were found during the assembly process. Based on customer feedback, it is suspected that the q-syte is occlued. The factory will continue to monitor the defect.